Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away while wearing the insulin pump. The customer's last blood glucose reading was over 800mg/dl when the paramedics arrived. It was stated that the cause of his death was sudden cardiac arrest/heart attack. No further information was provided.